Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited possible loss of capture (loc) on the presenting electrogram (egm). This patients heart rate was in the twenties, and their intrinsic rhythm was coming through. Lead measurements were noted unremarkable. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this patient was found unconscious and transported to a hospital. The emergency medical service (ems) noted pacing spikes with intermittent capture resulting in long pauses in pacing. This patient was transferred to a different hospital while receiving transcutaneous pacing while intubated. This ICD was interrogated in which threshold was variable and capture was observed. The electrophysiologist had suspected a rv lead issue as the pacing threshold had increased however it was undetermined whether this was a rv lead issue or due to this patients condition of illegal drug use. The rv output was increased and capture was consistent. A temporary pacing wire was then placed without incident and this patient was extubated. This patient was scheduled for a system explant with the intent of a non boston scientific device system to be placed. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited possible loss of capture (loc) on the presenting electrogram (egm). This patients heart rate was in the twenties, and their intrinsic rhythm was coming through. Lead measurements were noted unremarkable. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this patient was found unconscious and transported to a hospital. The emergency medical service (ems) noted pacing spikes with intermittent capture resulting in long pauses in pacing. This patient was transferred to a different hospital while receiving transcutaneous pacing while intubated. This ICD was interrogated in which threshold was variable and capture was observed. The electrophysiologist had suspected a rv lead issue as the pacing threshold had increased however it was undetermined whether this was a rv lead issue or due to this patients condition of illegal drug use. The rv output was increased and capture was consistent. A temporary pacing wire was then placed without incident and this patient was extubated. This patient was scheduled for a system explant with the intent of a non boston scientific device system to be placed. No additional adverse patient effects were reported. Additional information was received that this rv lead was explanted and replaced with a non boston scientific system. This rv lead is not expected to be returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited possible loss of capture (loc) on the presenting electrogram (egm). This patients heart rate was in the twenties, and their intrinsic rhythm was coming through. Lead measurements were noted unremarkable. This rv lead remains in service. No adverse patient effects were reported.